Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, frayed wires were observed. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were undamaged. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if it were to recur.